Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 8:30am. The patient stated that she manages her diabetes with insulin, novolog and lantis (unknown dosages) and denied making any changes to her usual diabetes management routine in response to the reported issue. Five minutes after the alleged issue occurred, the patient claimed to have developed symptoms of "tired and shaky hands" and shortly after, self treated with food/drink. The cca noted that the battery needed replacement. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.